Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of a b30 (scope communication) error and a leakage were not confirmed. In addition, the universal cord had a scratched. Due to damage on charge coupled device unit, a noise image occurred. The plastic distal end cover was burned. The image went blackout during angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite bronchovideoscope displayed a b30 (scope communication) error and water leakage. The event occurred during preparation for use. The intended procedure was a bronchoscopic biopsy that was completed using a replacement device. There was no report of a delay or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred temporarily due to damage to the ccd unit during user handling. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The device evaluation found the plastic distal end cover melted or burned around the instrument channel outlet at the distal end. Based on the results of the investigation, the probable cause of the reported event is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end (handling problem). However, the root cause of the reported event is unable to be determined. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use (IFU). Olympus will continue to monitor field performance for this device.